Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was attempting to load a patient disc and the fusion booted back to the splash screen. They were unable to re-launch the software. System was rebooted and the issue did not occur again. No patient present.

Manufacturer narrative:
Additional information: initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: onsite functional and visual examination was performed by a manufacturer representative. The system was working as designed and passed a fully system checkout. Software was functioning as designed. The exam was sent in that caused the system to go unresponsive. No logs provided. Unable to replicate the issue with the exam provided. If information is provided in the future, a supplemental report will be issued.